Manufacturer narrative:
(B)(4). No samples were received from the customer. The event was reported to the headquarter in austria, where we purchase the product from. As soon as we receive a response on their investigation of the event, a supplemental report will be filed.

Event description:
Customer states the new sst hemogard tubes with gel are not fully separating after the initial spin requiring further centrifugation. 2 types of centrifuges are used, which are factory preset to specifications. Update of information by the customer on (B)(6) 2021: one patient was collected for monthly labs on (B)(6) 2021 and the sst tube used was the hemogard 8.0ml tube and it was clotted ready for spinning. A layer of "foam" was noticed on the top of the clot. Clot formation was a long clot, no separation between serum and clot noticed. Recent complaints from other nrc area clinics regarding the hemogard 8.0ml tube: 1. Hemogard sst does not clot normally like the tiger top sst tube. 2. Foam inside the hemogard tube is very common, yet foam is not present in the lav tubes. Also, the stream of blood filling the hemogard tube seems to have a lot of force, which appears to create the foam. (Not a leaky luer and adapter) 3. First time spinning the hemogard sst tube looks bad, not seeing any separation. 4. Having to re-spin the majority of the hemogard sst samples a second time. 5. Clinic managers are seeing an increase in high potassium levels and more hemolysis in these tubes. An increase in alert and exceptions for potassium, more than expected. 6. A few test cancellations for moderate and gross hemolysis noted in clinics that never have moderate or gross hemolysis.